Event description:
During use of the 5873 coupler ii system, the screw broke leaving the pt's head unsupported. The pt's head was supported and a new frame was replaced.

Manufacturer narrative:
Device to be returned for eval ((B)(4)). After eval, add'l response will be completed ((B)(4)2012).